Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The alleged issue began at approximately 4:30 pm one day prior to contacting lfs for assistance. The patient reportedly tested on the subject device and observed a value of ¿194 mg/dl.¿ the patient reported that he tests 2-3 times per day on average, and manages his diabetes with novorapid insulin which he adjusts based on meter readings, as well as 6-8 units of lantus insulin and in response to the alleged high result he administered 4 units of novorapid immediately after testing. He then tested on another meter (ultraeasy) within a few seconds after administering the insulin and observed a reading of ¿134 mg/dl.¿ the patient stated he administered an additional 2 units of novorapid 2 hours later. The patient claimed that approximately 1 hour after administering the insulin he experienced symptoms of ¿tremors, weakness, and sensation of cold¿ which he associated with low blood glucose. He retested using the subject meter and observed a reading of ¿57 mg/dl¿ and self treated his symptoms with sugar and bread and felt better within a few minutes. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measure. The testing technique was correct and the subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.